Event description:
The customer reported while plugging in the device it sparked, there was no damage to the device. There was no report of customer or patient involvement and or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.